Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator was not working. The patient underwent an explant procedure and was almost not able to walk now.